Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. However, the patient was using an off-label os on their smart device. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: the complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log was performed and passed. The reported issue was not confirmed.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.